Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received

Event description:
It was reported, "patient attended clinic. PICC insitu- right arm. Complained of pain (7/10) right upper arm. Pain radiating across shoulder and armpit with burning sensation. Ongoing symptoms for one week. Right upper arm observed to be swollen with rash, blistered and exudate noted. On flushing PICC, leakage noted around site. Abvd was administered on (B)(6) 2024. Clinical indicators of a PICC fracture with extravasation. PICC line removed. Flushed but unable to see a fracture in line. Patient referred to plastics for review and assessment of injury. This assessment was ¿inconclusive¿. Ongoing assessment will be required. PICC used for cytotoxic medication." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "patient attended clinic. PICC insitu- right arm. Complained of pain (7/10) right upper arm. Pain radiating across shoulder and armpit with burning sensation. Ongoing symptoms for one week. Right upper arm observed to be swollen with rash, blistered and exudate noted. On flushing PICC, leakage noted around site. Abvd was administered on 23/02/2024. Clinical indicators of a PICC fracture with extravasation. PICC line removed. Flushed but unable to see a fracture in line. Patient referred to plastics for review and assessment of injury. This assessment was ¿inconclusive¿. Ongoing assessment will be required. PICC used for cytotoxic medication." No other information was provided.

Event description:
It was reported, "patient attended clinic. PICC insitu- right arm. Complained of pain (7/10) right upper arm. Pain radiating across shoulder and armpit with burning sensation. Ongoing symptoms for one week. Right upper arm observed to be swollen with rash, blistered and exudate noted. On flushing PICC, leakage noted around site. Abvd was administered on (B)(6) 2024. Clinical indicators of a PICC fracture with extravasation. PICC line removed. Flushed but unable to see a fracture in line. Patient referred to plastics for review and assessment of injury. This assessment was ¿inconclusive¿. Ongoing assessment will be required. PICC used for cytotoxic medication." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed because the problem could not be reproduced. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation showed blood use residues throughout the returned powerpicc solo. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed no observable leaks throughout the returned sample. A microscopic observation revealed nothing remarkable throughout the returned catheter. Because no problem could be found throughout the returned catheter, the complaint of a leaking catheter is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.